Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen (B)(6) 2023. On (B)(6) 2023, the patient got up from bed to go to the bathroom, passed out and fell to the floor. The patient's husband was with her. He helped the up and put her back into bed. The patient¿s bg fingerstick after passing out was 44 mg/dl and they could not recall the cgm value but reported that it was a 20 point difference. The patient¿s husband provided the patient with orange juice, milk, and cake as treatment. After the incident, the patient reported feeling weak, shaky, sweating and thirsty after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.